Event description:
Additional information noted that the lead will not be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the lead was implanted with no issues and normal values were noted when the lead was measured with the pacing system analyzer (psa). After the left ventricular lead was inserted the ra lead dislodged, and then it was difficult to retract the helix of the lead. It took thirty turns to retract the helix. The ra lead was repositioned, but noise was seen which then disappeared and was likely related to electrocardiogram cables. The case was continued and an x-ray was done which confirmed that the ra lead once again dislodged. The device was disconnected and the ra lead was repositioned, but the helix was once again difficult to retract and noise was seen. The lead was removed and replaced. Upon removing this ra lead visible pieces of the myocardium was tangled in the helix would could have resulted in the helix issue and noise. The lead will be returned. No adverse patient effects were reported.